Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and the right atrial (ra) lead exhibited high thresholds. The rv and ra leads were capped and the ra lead was replaced. No patient complications have been reported as a result of this event.